Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc checked the subject device and found that the reported phenomenon. In the investigation, omsc conducted a component analysis for the deteriorated glue and found there was no peculiar components other than the glue. Omsc could not review the manufacturing history record (DHR) because the lot number was unknown. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation and past similar case, there was the possibility that this phenomenon was attributed to the deterioration of the glue due to the something excessive chemical force being applied.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocessing, it was found that the plastic white inner lining was peeling off. There was no report of patient injury associated with the event.